Event description:
A peritoneal dialysis (pd) patient reported that he had peritonitis and that he believed it was due to constipation. He was taking medication for the event. During follow up the patient's pd nurse reported the patient did have an event of contamination peritonitis. He reported having cloudy effluent on (B)(6) 2015 along with groin and abdominal pain. He was instructed to start antibiotics. A pd effluent culture was drawn (B)(6) 2015. It was cloudy and had a high white blood cell (wbc) count. He was treated with antibiotics vancomycin, cefazolin, and ceftazidime. On (B)(6) 2015 his cultures were clear and he was considered over the infection. He was not hospitalized at any stage. The patient reported his peritonitis was due to constipation, however the nurse believes it was due to poor sterile technique and he happened to have constipation at the same time. The patient had reported he sometimes forgot to use a mask or rewash his hands to disconnect. The patient was retrained on sterile technique and was instructed to use a stool softener and fiber supplements. Medical records have been received.

Manufacturer narrative:
A follow-up MDR will be filed following review by the post market clinical department and manufacturing plant.